Manufacturer narrative:
Due to phone system issues on the day the customer contacted customer service, her call was dropped before troubleshooting could be performed. On (B)(6)2017, during follow up with a complaint handler, the customer indicated that smaller breast shields resolved her issue. She stated that in (B)(6), her baby was diagnosed with thrush, and at the time she was treated for thrush with diflucan and was also given an antibiotic for mastitis "just in case." Then in may she was having the same symptoms, so she called her doctor, who prescribed diflucan and an antibiotic again. She reported that her issue is resolved and she was feeling better. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6)2017, the customer alleged that her pump in style breast pump, which she used with each of her four children, was producing low suction. She reported that she had pumped on the highest setting with each child and is now experiencing some cracks in her skin around the areola. She stated that she has been to the doctor and received medicine for the issue.